Manufacturer narrative:
Patient information including gender, ID, weight and dob were requested, however no information was provided.

Event description:
It was reported that when the gore-tex® sutures were observed the thread being flattened after removing from the package, and the needle was reportedly broken during sewing.